Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant of the atrial lead, interrogation confirmed there was no atrial-ventricular association on telemetry. Further interrogation confirmed that the atrial lead was sensing and pacing the right ventricle. The lead had dislodged. The device was reprogrammed to vvir and a lead revision was scheduled for the same day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.